Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced mesh erosion, pain, incontinence and dyspareunia.all other information is unknown.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced mesh erosion, pain, incontinence and dyspareunia. All other information is unknown.

Manufacturer narrative:
Correction to information received from the physician reported the patient also experienced pain, discomfort, and dyspareunia. The physician removed the device (date unknown). The patient condition is stable. (B)(6).